Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution loading cars (serial numbers (B)(6). The technician identified "sharp" edges on the loading cars' shelf. The loading cars of the reported event have been removed from service and awaiting replacements. A follow-up MDR will be submitted once new information becomes available. No additional issues have been reported.

Event description:
The user facility reported that their evolution loading cars had sharp edges which are snagging and tearing holes in their surgical packs. A procedure delay was reported as user facility personnel elected to reprocess instruments. No report of injury.

Manufacturer narrative:
The user facility has received new shelves. No additional issues have been reported.